Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a pulsed field ablation (pfa) procedure. The suture of a prostyle device was successfully placed. The sheath was upsized to 14f and the pfa procedure was completed. Reportedly post procedure, the pre-placed suture did not fully capture "[close]". The suture of a second prostyle device was deployed; however, the knot was deployed in subcutaneous. The lever closed but the foot did not fully close. The anterior foot was stuck in the subcutaneous tissue. A cutdown was performed to retrieve the prostyle device. Manual compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.